Event description:
It was reported that the customer experienced a high blood glucose level of 583 mg/dl. Cause was not known. The customer addressed the situation by administering a correction injection, and no further assistance was required.